Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and the impedance was not displayed, which is not indicative of an MDR reportable event. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. However; on (B)(6) 2015, the bwi failure analysis lab received the device for evaluation and found that ring #1 is lifted up on the proximal side with plastic material underneath it. Therefore, additional investigation was performed to clarify this finding and it was informed that this condition was noticed during the procedure and that resistance with the sheath was felt while using the device. This finding is reportable because the electrode edges appear to be sharp or rough and could cause damage to vascular endothelial linings during the withdrawal of the catheter. In addition, dislodgement of the foreign material inside the patient poses a risk of embolus.

Manufacturer narrative:
(B)(4). It was reported that a patient, underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and the impedance was not displayed, which is not indicative of an MDR reportable event. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. However; on august 4th 2015, the bwi failure analysis lab received the device for evaluation and found that ring #1 is lifted up on the proximal side with plastic material underneath it. Therefore, additional investigation was performed to clarify this finding and it was informed that this condition was noticed during the procedure and that resistance with the sheath was felt while using the device. This finding is reportable because the electrode edges appear to be sharp or rough and could cause damage to vascular endothelial linings during the withdrawal of the catheter. In addition, dislodgement of the foreign material inside the patient poses a risk of embolus. Upon received catheter was inspected and it was found electrode # 1 was lifted on the proximal side with plastic material underneath it. The foreign material was to evaluation for chemical identification. Fourier transform infrared spectroscopy (ft-ir) analysis results reveals the material revealed is primarily composed of a styrene-based material such as abs use on medical industries. Additional information received from the customer reported that resistance was felt while removing the catheter from the sheath. The type of damage on electrodes suggests that the catheter had friction with another device possibly the sheath from distal to proximal causing the rings to be uplifted. However, it could not be conclusively determined. The catheter outer diameters were measured and it was found within specifications. The catheter was introduced to an IFU recommended sheath and no resistance was felt. Per the reported complaint, catheter was tested for temperature, electrical and leakage test and it passed specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was confirmed. No significant trend has been identified since the reported complaint to july 2015 therefore no CAPA or other investigation is required.